Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 2.8x19mm rx graftmaster covered stent was deployed at 15 atmospheres, but the perforation was not sealed. Another same size rx graftmaster was needed to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.